Manufacturer narrative:
H11: corrected data: corrected section h6 (investigation conclusions).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The cause of the event was due related to procedure (patient/operational context). If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case edwards implant patient registry received an information a patient was implanted with a 23mm aortic pericardial valve and the procedure was complicated by obstruction of the right coronary artery requiring grafting to the rca. Per the medical records: the patient had a history of bicuspid aortic valve s/p mini sternotomy avr approximately one and a half years earlier. She presented with bacterial av endocarditis and aortic root abscess and underwent aortic root reconstruction and redo avr with a 23 mm aortic valve valve. The valve was seated without difficulty, however, the needles had to be passed at the base of the rca. After falling implantation, the rca was obstructed and could not be visualized. The decision was made to graft the right coronary, and the patient underwent emergency CABG x 1 to the rca. The patient was transferred to the csicu in guarded condition. Post-operative recovery was complicated by cardiogenic shock and right ventricular failure, an rvad was placed for ventricular support, and on post operative day one (1) the patient underwent redo CABG x 1 to the rca and central ECMO cannulation for ECMO support. The patient came out of or on va ECMO and very sick with profound right heart dysfunction. Over the next 12-24 hours, the patient went into progressive liver failure with severe metabolic acidosis. The patients family decided to place her on comfort measures only and she expired on post operative day two (2). The cause of death coronary thrombosis.